Event description:
It was reported that during the implant procedure, the patients oxygen saturation level dropped. The physician noted that the issue was not device related and opted to abort the procedure. The patient was reportedly doing well. The used lead was not returned.